Event description:
It was reported that post-op a laparoscopic adjustable band procedure, the port became disconnected. It is unknown when the port became disconnected. The patient had some adjustments: the exact number and amounts are unknown. In 2009, the port was replaced with a new one. The original port was discarded. The patient is currently doing well.

Manufacturer narrative:
Information anticipated, but unavailable at this time.